Event description:
It was reported that 2 unspecified bd infusion set failed to prime past the filter. The following information was provided by the initial reporter: we have 2 tubing sets from this weekend that failed to prime past the filter. No harm to patients.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the product failed to prime past the filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 2 unspecified bd infusion set failed to prime past the filter. The following information was provided by the initial reporter: we have 2 tubing sets from this weekend that failed to prime past the filter. No harm to patients.